Manufacturer narrative:
Section: h3, h6: the navio pin driver pn pfsr110164, lot #8016483, use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. The pin driver have cracks in the weld of the tool. A functional evaluation was performed. The pin driver was attached to the bone pin to intend proper operation of the component. The pin driver wouldn't engaged and rotated the bone pin. No additional functional non-conformances were identified .a review of manufacturing records indicate the device met all specifications upon release into distribution .a complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during set up for a navio assisted tka surgery, the navio bone screw driver was broken and would not hold the navio pins properly. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.